Event description:
The first lead was implanted with no issues. The second lead got hung up and it appeared as if the hcp needed to use force to place the lead, while pulling the lead out, the last electrode sheared and was left in the patient, manufacturer representative believes the lead was disposed of.